Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt discomfort. A pocket revision was made and a mini ICD placed sub pectoral. The device was surgically explanted. No additional adverse patient effects were reported.